Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device evaluation. The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to the scope socket slider switch, stuck in the depressed position. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the scope socket slider switch failure and reported problem is wear of the scope socket slider switch due to repeated use during the life of the device.

Manufacturer narrative:
The suspect device has been returned to olympus, however, the evaluation has not been completed at this time. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the front display was flashing. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.